Manufacturer narrative:
A replacement pump was sent to the customer. On (B)(6) 2018, the original device was evaluated and during the evaluation, it was identified that the housing on the power supply was breached, exposing inner circuitry. The issue was not reported by the customer. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump unexpectedly changed phases while she was pumping.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an  external large force impact and are not the result of a malfunction.